Event description:
It was reported that, "the surgeon was unable to remove the femoral head from omnifit stem. Several other instrumentation devices were used. The head was completely stuck to the stem. Had to remove stem."

Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report.